Manufacturer narrative:
Investigation summary: bd received 21 tubes from the customer in support of this complaint. 20 returned samples were functionally tested and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Bd was unable to confirm customers indicated failure mode based on the returned samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the blood tubes are not filling to the line, the vacuum in the bottles do not allow this."